Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was no battery pack and there was visible contamination. Unable to retrieve event history log (ehl) due to power up issue. During the functional testing the reported issue was able to be duplicated. Fluid entered through barrel clamp assembly and caused electrical short in power supply board (burnt components and contamination found in power supply board). The root was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced power supply board and power supply insulator. Power up and self test process.

Event description:
It was reported that the pump was not powering up. No patient injury or involvement was reported.